Event description:
Implantation of two x stop interspinous decompression system implants was planned at the l3-4 and l4-5 lumbar levels under local anesthesia in a patient who was reportedly very osteoporotic. During the preparation phase of the procedure, the l3 spinous process was fractured. The procedure was aborted and no x stop devices were implanted.

Manufacturer narrative:
H.6.: method: device not returned. Results: no conclusion can be drawn at this time.